Manufacturer narrative:
3006260740-2021-01686-2 result of investigation: vyaire received gas delivery engine for evaluation. Technician visually inspected, the gas delivery engine assembly was received with no esd bag protection. Installed gas delivery engine in to avea test station and powered on to user mode using system leakage per test standard 91777, ventilator inoperable alarm was presented with no flow during cycled. Removed blended gas pressure transducer from gas delivery engine assembly, then underwent a microscope inspection, found some ingress of fluid and had been exposed to a contaminant residue. Installed a known good supply pressure printed circuit board assembly, powered on to user mode using system leakage, no issues were found during cycled. The reported complaint was confirmed and duplicated. This is isolated to faulty printed circuit board assembly supply pressure.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The customer ordered a new gas delivery engine. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported no flow from device on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.